Event description:
Enseal large jaw used during case. It briefly worked at the beginning and then the machine kept going the error message to "reposition jaws and reactivate." New enseal obtained and worked with no issues. FDA safety report ID# (B)(4).